Manufacturer narrative:
The in-house service rep evaluated the system and determined that the batteries were weak and elected to change the batteries. The system was then found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a kv on in error message. This error may cause the system to shutdown uncommanded. No pt injury was reported.